Manufacturer narrative:
(B)(4) all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implantation of an intraocular lens, the lens rotated about 80 degrees. A secondary procedure was performed to re-position the lens. The posterior lens was washed and the viscoelastic was completely removed. An incision enlargement was not required. The patient's visual acuity was 20/20 after the second procedure.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.